Manufacturer narrative:
The insulin pump was received with cracked case at end cap, intermittent buttons due to corroded keypad traces and with debris under display window. The insulin pump has broken reservoir tube lip, minor scratched lcd window, missing reservoir tube lip o ring and with stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level was about 80 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.